Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report) and h3 (¿device evaluation anticipated, but not yet begun (02)¿ was selected in error on the initial report) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center had no image on the y/c signal output. The issue was found during maintenance. There were no reports of patient harm or involvement.